Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are having issues with their jaw. They are experiencing stiffness on one side. It feels lit it locks up and they cannot open their mouth all the way. They have to readjust their jaw to open their mouth all the way. Provided education on jaw discomfort. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.